Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7089301.

Event description:
It was reported that the patient had limited stimulation coverage due to lead placement. The patient underwent a revision procedure wherein a lead and a click anchor were added. The patient was doing well post-operatively.